Event description:
Today's case was a l4-l5 tlif with cortical trajectories, using an o-arm spin that was done as soon as the patient was in the room. This was a ""redo of a redo"" as it was described to us. No hardware had been placed prior to this case, and prior to the navigation of screws, nothing seemed amiss. The issue we ran into was that even though our navigation was perfect, as soon as the instrument was inserted into the ee, it showed us being considerably off target. All four instruments showed the same inaccuracy. The burr-tip drill, side cutting drill, tap, and driver all showed up high/cephalad on the sagittal view, and either medial or lateral on axial (right and left side respectively). I suspected our lateral placement of the drb could be to blame, but after speaking to brittany meade, I was told that shouldn't make a difference, despite its less than optimal placement. It was located almost directly lateral to the open incision for l4-l5. Prior to the case, adam parks had rehomed the arm. We tried a different array on the burr-tip as it was the most off target, different ee, and made absolutely sure that the drb had not been touched. Multiple landmark checks were performed, and the navigation was spot-on. As soon as an instrument went in, we were off (no green or yellow box). For the first two screws, the surgeon applied a deflection force to try and correct the error. I was concerned that we were pushing ourselves off target, rather than on target, and that perhaps we were in the right spot. Again, after pressing the pedal to clear the offset, we were directly on target, and after inserting the instrument it showed us more off target than just simple navigational noise. For the second two screws, the surgeon essentially freehanded the instruments using only the navigation. At the end of the robotic portion of the case, we checked our screws on fluoro and all were in suitable locations. There was no adverse effect to the patient, but the surgeon was considerably frustrated.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Root cause could not be determined. A field service engineer visited the customer site and performed an accuracy test on the system. Accuracy measured between 15-17mm. The system was reconfigured and another accuracy test was performed and measured well within range (.43mm). Several instruments were tested and the end effector was compared against the accuracy kit and all measured within the acceptable range. The system was determined to be completely functional and did not exhibit any evidence of a hardware problem. There have been no further issues reported from this site. The cause of the reported issue was traced to user technique.